Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgical staff could not remove the center screw cap on acetabular cup. After multiple attempts to remove the center screw cap the drive portion of the cup was rounded out and further attempt to remove the cap were abandoned. A second acetabular cup of the same size was opened and implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual inspection confirmed the center screw hole plug to be stripped. The remainder of the inner radius of the shell is in good overall condition with no damage to the locking groove. Minor scratches were observed near the apical hole in the shell. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined, however, a corrective action was opened to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.